Event description:
It was reported that the patient had a previous surgery using the xenosure patch and later presented with a false aneurysm in his right groin which they then operated on. Inspection of the patch during the operation found a hole in the middle of the patch which was perfectly circular and a few millimetres in diameter. According to the doctor, the hole in the patch was the likely cause of the false aneurysm. To resolve the issue 2 sutures were made to repair the hole in the graft which rectified the problem and the patch was left in situ, the patient came to no harm and has been released from the hospital. No further complications have been reported.

Manufacturer narrative:
The product was not available for investigation. As a result, the root cause of the reported issue could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. The devices are visually inspected for defects during manufacturing and none were noted for this device. Additionally, no issues were noted by the user prior to initially implanting the product.